Event description:
The customer reported the vertical lift was not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the vertical motion limit switches. The system operates as intended.